Event description:
The plastic surgeon used the dermatome and checked the blade alignment prior to use. Upon taking the graft the dermatome gave an uneven graft. As a result of the dermatome not functioning as expected, this pt required harvesting a larger size graft than originally needed.